Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Observed on right ventricular egm. 4 nsvt episodes of <(><<)>220 ms v-v cycle were recorded on (B)(6) 2016. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes <(> <<)>220ms. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-physiologic noise and oversensing. In addition, there was a sudden increase in both nonsustained ventricular tachycardia (vt) and ventricle-ventricle counts. The right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-physiologic noise and oversensing. In addition, there was a sudden increase in both nonsustained ventricular tachycardia (vt) and ventricle-ventricle counts. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.